Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treatment with unspecified antibiotherapy for the peritonitis. The patient recovered, and pd therapy was ongoing.